Event description:
Drill bit broke off in patient at the shoulder of the drill bit. Drill bit tip remains in patients hip. Surgeon deemed it more destructive to attempt removal and left tip in patient. Repair preparation was completed with another drill bit of the same type. Original drill bit is routinely processed by the facility in sterrad. Customer has had the drill bit in service for approximately one year.

Manufacturer narrative:
Evaluation of the drill confirmed the reported complaint of the spade tip breaking off. The break area shows no materials voids. The proximal end/flats that interface with the drill chuck are damaged. Drill shaft is slightly bent. Device was rockwell tested and was found to be within print specification rc 40-48 actual was 43. The physical condition of the drill indicates it was improperly chucked which most likely contributed to the reported incident. (B)(4).